Event description:
It was reported that premature battery depletion was observed. Session records was reviewed and was determined, it was normal depletion due to 60 hv charges. The device will be replaced. No adverse consequences were reported after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.